Manufacturer narrative:
The device has been returned to the manufacturer for evaluation, however, the investigation report is not complete at this time. A follow-up report will be sent upon completion of the investigation report.

Event description:
The complaint is reported as: during a routine intubation it was reported that the bulb in the handle would not light properly. It would come on and off and the doctor couldn't get the correct view to intubate. The doctor had to use another unspecified means of intubation. The intubation was delayed 30 minutes, there was no injury to the patient.